Event description:
Customer reports: the patient stated the two implants fell out. Loss of integration.

Event description:
Customer reports: the patient stated the two implants fell out. Loss of integration.